Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the procedure was a l4/5 and l5/s1 posterior lumbar interbody fusion (plif). Plivios cages were loaded on to the implant inserter and were then packed with the patient's own harvested bone. Cages were inserted sideways (as per technique guide) and during the 90 degree revolution the cage holding paddles bent causing the cage to become detached. This happened with both of the inserters on the consignment set. The surgeon removed the inserter and then retrieved the plivios cage using the cage removal device from the consigned transforminal posterior atraumatic lumbar (tpal) transforaminal lumbar interbody fusion (tlif) cage set at the hospital. The surgeon had to burr away bone from the posterior aspect of the cortical rim of the l5/s1 intervertebral space to allow for the cages to be inserted in final position without rotation. Cages were reinserted using plivios inserters borrowed from another hospital. There was a fifteen (15) minute delay in surgery. There was no adverse event to patient; the patient outcome post-surgery was reported as normal. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.